Manufacturer narrative:
The customer runs glucose (glum) in duplicate mode and verifies prior to reporting results. The customer performs weekly maintenance twice per week, and monthly maintenance weekly. There were electrode conductance errors prior to this event. The customer replaced the electrode after the event. Local field service and national specialist continue to monitor this account. The root cause for this event is unknown.

Event description:
A customer reported to beckman coulter inc. (Bci) of an erroneously high glucose (glucm) result generated by unicel dxc 800 pro synchron clinical system while running in duplicate mode for one patient. The initial result was 58 mg/dl and the repeat result was 75 mg/dl. The erroneous result was not reported out of the laboratory. The customer accepted the result of 53 mg/dl after confirming on another instrument, and reported the result. There was no effect to the patient or user.